Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of non-physiologic noise occurred which led to two inappropriate shocks. Technical services (ts) reviewed noting possible reasons for this such as twiddlers syndrome with the electrode, or a pocket fracture. Also, this patient had lost a significant amount of weight. Ultimately, the physician is utilizing a lifevest for this patient until surgery can be scheduled. It was mentioned that this patient may receive a transvenous device system. Additional information is being requested from the field. This electrode remains in service. Additional information obtained, the sicd was explanted and the electrode was surgically abandoned.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of non-physiologic noise occurred which led to two inappropriate shocks. Technical services (ts) reviewed noting possible reasons for this such as twiddlers syndrome with the electrode, or a pocket fracture. Also, this patient had lost a significant amount of weight. Ultimately, the physician is utilizing a lifevest for this patient until surgery can be scheduled. It was mentioned that this patient may receive a transvenous device system. Additional information is being requested from the field. This electrode remains in service.